Event description:
Caller reported a malfunction on the pump, which did not occur after any notable events. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.